Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered 182 bolus deliveries on the event date of (B)(6) 2025 at 00:30:01.000 to 22:45:07.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Unable to verify customer¿s complaint for low bg¿s. Cosmetic damage at the screen was not confirmed, however other cosmetic damage was noted. Cosmetic damage was confirmed at the pump case. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 41 mg/dl was treated with discontinuing use of the insulin delivery system and glucose/carb intake. Customer also reported insulin pump had scratches on the screen, and on the pump case. And reported there was a discrepancy between the sensor glucose and blood glucose values. The customer reported a sensor glucose of 65 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-382a, and mmt-7040a. Troubleshooting was partially performed for low blood glucose and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature at the time of reported event. Troubleshooting was performed for cosmetic damage of pump and customer confirmed can read the display and pump was functioning as designed. Troubleshooting was performed for sensor glucose vs blood glucose. The difference between sensor glucose and blood glucose was not within the range, it was more than 30%. No further patient complications were reported. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-382a. Mmt-7040a was requested, and the customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.